Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device was returned because the anchor was not on the tip. The tip is also fractured. The anchors are worn and have been used. The sleeve is fully deployed against the handle. Item and lot number are not confirmed as they are not etched on the part. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product disassembled. Once the product was returned, it was determined that the instrument had fractured. There was no reported patient injury.